Event description:
It was reported that a vns patient had the lead and generator explanted due to a lead fracture. Further follow up revealed that high lead impedance was noted by the physician on an unknown type of diagnostic test in 2006. It was believed at that time, that the high lead impedance was a result of a depleted generator battery. An increase in seizures, return to pre-vns baseline level, was reported from the site. Troubleshooting in the or ruled out a pin connection issue or a problem with the generator and revealed a problematic lead. The lead and generator were explanted and a new system was implanted. The explanted lead and generator were returned to MFR and product analysis is pending.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.